Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. After receiving this complaint, we searched for other complaint and we didn't find other complaint on this lot number 6415063. Checking the quality databases revealed no anomaly in connection with the described defect. On june 6th we received 1 used and broken sample in 2 parts : 1 part at 18.5 cm ( body part ) and an other at the funnel we see some trace of glue of adhesive. We sent the sample to our subcontractor: no conclusive cause was determined; however re-sensitization of the operators was performed.

Manufacturer narrative:
Checking the quality databases revealed no anomaly in connection with the described defect. Unfortunately no sample is available from the customer and we cannot go further than the documentary investigation which didn't reveal any anomaly recorded during production. Based on the above this complaint is not confirmed. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the patient was very agile in his bed, so the catheter ruptured. Per hospital, no incident, because the catheter was broken above the branch of the catheter shaft - outside the body, and could be easily removed.